Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: a device history record review was completed for provided material number 301035 and lot number 0244092. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, thirty physical samples and thirteen photos were received for evaluation by our quality team. A visual inspection was performed and the samples are either damaged or have embedded degraded resin. No other defects or imperfections were observed. The thirteen photos provided show the same samples received. It could be possible for the embedded degraded resin defect to occur during the molding process. The embedded degraded resin in the component occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system, can break loose and be molded into components. For the damaged parts defect, it could have been that a jam occurred during the assembly process inducing the damages to the syringes. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Frequency of inspections were increased to mitigate the escapes of these defects. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 286 bd¿ luer-lok syringes were found damaged/broken, and 546 syringes had black, foreign dots in them. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: date: (B)(6) 2021. Part number: 301035. Lot number: 0244092. Black/white dots: 546 pieces. Damaged/broken: 286 pieces. Total: 832 pieces.